Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The connection between the lemo pin #6 and j8 pin #2 was open which caused the battery critical error. The visual inspection showed signs of normal wear. There was an open connection in the cable. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was an intermittent loss of ac power through the interface cable which prevented the chargers from energizing and charging batteries. The low battery error was from low motion battery levels due to lack of charge. The interface cable was replaced and the charge and battery voltages were confirmed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the system displayed a "battery critical" error on the pendant. The system shutdown. The site used another imaging device to complete the surgery. There was no impact on patient outcome.